Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The electrosurgical generator was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that electrosurgical generator stopped emitting current to the patients tissue and audible sounds were made. The irrigator was pumping fluid when the pedal was depressed however no current was coming out of the forceps.